Manufacturer narrative:
Event date approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg would no longer charge. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts